Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user was hospitalized for diabetic ketoacidosis (dka) after experiencing high blood glucose levels over 400 mg/dl. The user had strep throat, which may have contributed to vomiting and inability to eat. The mother took the user to the hospital, where an insulin IV drip, antibiotics, and fluids were administered. The user was discharged on (B)(6) 2025 and reconnected the ilet pump.